Manufacturer narrative:
07/26/1999 supplemental #1 sent to FDA. Device not available for eval.

Event description:
The product was used during a lar procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procrdure. The hospital has reported no pt injury occurred.